Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during second firing in a lobectomy procedure, maximum articulation and firing was done but the firing stopped halfway in a bronchi resection. The procedure was completed with another device. There was no patient injury.